Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. The investigation could not draw any conclusions about the root cause of the polyethylene wear, as poor knee balancing, preferential loading of the femoral component, and length of time implanted (14 years) are all possible contributing factors. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.